Manufacturer narrative:
(B)(4).

Event description:
The receiver being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors. The device was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter being used at the time of event of returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. There was no alleged malfunction to the device.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired from a subdural hematoma after sustaining a head injury. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's mother stated that patient was wearing dexcom equipment at the time of death, but patient did not expire as a result of diabetes or dexcom equipment. Patient's mother reported patient fell down some steps and hit her head. Patient was conscious and alert immediately after the accident. Patient's brother and father took the patient to the hospital. Patient became unresponsive on the way to the hospital. Patient's mother reported patient went into a coma. Cat scan (CT) was performed. CT scan results confirmed a large blood clot. As a result of the injury, patient suffered 2 strokes. Patient's mother reported that a craniotomy was performed. Additionally, patient's mother reported patient having sickle cell disease. Patient was also taking blood thinners. The cause of death was reported to be from a subdural hematoma. No additional event or patient information is available.